Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 215 mg/dl. The customer's expected fasting bood glucose test result range is 80 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is (B)(6) 2017 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concern with the results taken on (B)(6) 2017 customer have only been using the meter for a week now. Customer states that on (B)(6) 2017 she run and got a result of 205mg/dl fasting then she decided to walk, came back run another test and got 113mg/dl fasting.